Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. During drain four of the patient¿s treatment, the patient drained 3774ml. This volume is 189% the patient¿s prescribed fill volume of 2000ml. The cause for the iipv event was unknown. The patient did not experience any symptoms or require medical intervention as a result of the reported issue. The patient was able to continue with their next scheduled treatment without complication. Additional information was requested but was not available.